Manufacturer narrative:
(B)(4). Info anticipated, but unavailable, device was not returned for eval.

Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the device cut the entire length of the staple line and only partially stapled. The surgeon oversewed that portion of the staple line; there were no pt consequence.